Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted, on 01/07/2010, monarc was implanted, and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, and vaginal scarring. It was reported that mesh was implanted, and underwent release of the posterior mesh arms, partial resection of mesh, and diagnostic cystoscopy on (B)(6) 2011. It was reported that patient underwent mesh revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent resection of posterior vaginal mesh, repair of rectocele grade iii on (B)(6) 2012 due to pelvic pain with posterior mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.